Event description:
Related MFR report: 1627487-2020-04935 and 3006705815-2020-01969. It was reported the patient's scs system was explanted and replaced with a competitor's system in july 2018. Abbott was not notify of the issue and representatives were not present for the procedure. No further information available.